Event description:
On 07/16/1998, the dist's sales rep was notified by the facility that a problem was encountered with this device. On 07/20/1998, the MFR's rep rec'd a report via fax from the dist's sales rep that states the following: the device was implanted on 06/18/1998. The device was not accessible and as a result, was explanted on 06/25/1998. On 07/30/1998, the dist's sales rep stated that the device was not accessible, it appears they had problems infusing. The catheter was noted to be "kinked." No further details were provided at this time.